Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was noted that when the customer removed the sensor to check for damage, no cannula was found. Customer stated that it may have broken off or retracted into the sensor. Customer also mentioned noticing a difference between the sensor and the blood glucose readings. Customer's blood glucose reading at the time of the call was 84 mg/dl. No further information reported. .